Event description:
This unsolicited device case from (B)(6) was received on (B)(6)-2015 from a surgeon. This case concerns an adult female patient ((in 50s) who received treatment with seprafilm and developed enterocutaneous fistula (like wound dehiscence). Patient's medical history included haemostasis (relaparotomy) for the postoperative haemorrhage following prosthetic vessel implantation for abdominal aortic aneurysm (aaa). Concomitant device included prosthetic vessel. On an unspecified date in (B)(6)-2015, haemostasis (laparotomy) was performed and 1 sheet of seprafilm was applied under the periumbilical incisional wound (form, route, batch number and expiration date: not provided) for postoperative adhesion. On (B)(6)-2015, patient developed severe enterocutaneous fistula (like wound dehiscence), the onset site seemed to be the application site of seprafilm. It was reported that the bacterial culture was not performed. On (B)(6)-2015, the event resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: enterocutaneous fistula (like wound dehiscence) (enterocutaneous fistula). Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeon's causality assessment: possible. Reporting surgeon's comment: other possible causative factors for the event were traumatic small intestinal. Perforation (intensive adhesion) which occurred 10 years before, and intensive adhesion due to an operation. Performed 10 years before and noted during aaa surgery.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a surgeon. This case concerns a (B)(6) male patient who received treatment with seprafilm and developed abscess, fistula and wound infection (muscle layer). Patient's medical history included haemostasis (relaparotomy) for the postoperative haemorrhage following prosthetic vessel implantation for abdominal aortic aneurysm (aaa), acute myocardial infarction with percutaneous coronary intervention in (B)(6) 2010 and the patient was ex-smoker and smoked 4-5 cigarettes/day from the age of (B)(6) until (B)(6) 2015. There was no history of diabetes mellitus, allergy, anaemia, radiotherapy or surgery. There was no concurrent condition before surgery. The patient's preoperative condition was generally healthy and her nutrition status was good. The patient's preoperative condition was generally healthy. Concomitant device included prosthetic vessel. On (B)(6) 2015, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2015,the patient underwent prosthetic vessel implantation (ygrafting) for abdominal aortic aneurysm, which was an elective surgery. It was reported that 2 sheets of seprafilm were applied directly under the peritoneum (form, route, batch number and expiration date: not provided) (directly under the laparotomy wound) during the operation. As haemorrhage occurred, the patient underwent re-laparotomy within the day, and 1 sheet of seprafilm was applied directly under the peritoneum during this second operation. Seprafilm were not wrapping a suture line of the intestinal anastomosis site. There was infection in the application site(s). The condition of application was favorable. Several damaged serosal lesions of the small intestine were repaired with 4-0 pds thread during the first surgery. No preexisting non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (the amount of fluid used was unknown). No pre-existing non-purulent inflammation or infection was observed in the resection sites. Operative field was clean. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The first layer (peritoneum) was sutured by hand (interrupted suture). Blood transfusion for haemorrhage was performed as follows: 3 packs (p) of red cells concentrate-leukocyte reduced (rcc-lr) during the first surgery; 1 p of rcc-lr, 3 p of fresh frozen plasma (ffp) 2 units (u), and 1 p of platelet concentrates (pc) 10 u during the second surgery. He had postoperative ileus, which improved with conservative therapy. On (B)(6) 2015, (B)(6) days after receiving treatment with seprafilm, redness of abdominal wound developed following abcess, fistula and wound infection (muscle layer). The same day, pus culture of subcutaneous specimen was collected which showed unspecified bacterium. On (B)(6) 2015, purulent discharge from the incision site was noted. White blood cells were 6610/mcl (normal range: not provided), neutrophils were 81 % (normal range: not provided) and c-reactive protein was 8.36 mg/dl (normal range: not provided). As corrective treatment, the patient started treatment with intravenous piperacillin sodium/tazobactam sodium (zosyn) at a dose of 4.5 mg for all the events. It was reported that the patient was considered to have enterocutaneous fistula, and was transferred to the reporting department. Re-laparotomy was performed in the reporting department on the same day. Strong adhesion was observed in the peritoneum immediately below the wound (over the upper abdomen to periumbilical region), and the small intestine was partially lumped together. Fibrous adhesion and a part of small intestine were resected. Seprafilm had been completely absorbed into his body, but was removed with the small intestine adhesion. Adhesion was present only in the seprafilm application sites, and was not observed below the umbilicus and lower abdomen. The same day, fibrous adhesion was sent for pathological examination, which showed foreign-body giant cell(s) and apparent artifact(s). Abscess formation was partially observed, while no apparent bacterial mass was noted. No particular problems occurred during the course after the re-laparotomy. The events remarkably improved after the re-laparotomy. The treatment with piperacillin sodium/tazobactam sodium was completed on (B)(6) 2015. On (B)(6) 2015, the abscess, fistula, and wound infection (muscle layer) resolved, and the patient moved to another hospital on the day. The hospitalization was not prolonged due to the events, but the events required re-hospitalization for treatment (from (B)(6) 2015). Outcome: recovered/resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Abscess (abscess): reporting surgeon's seriousness assessment: serious (medically significant), reporting surgeon's causality assessment: probable. Fistula (fistula): reporting surgeon's seriousness assessment: serious (medically significant), reporting surgeon's causality assessment: probable. Wound infection (muscle layer): (postoperative wound infection), reporting surgeon's seriousness assessment: serious (medically significant), reporting surgeon's causality assessment: probable. Reporting surgeon's comment: other causative factor for the 3 events included postoperative haemorrhage, undernutrition, postoperative ileus, and adhesion. The damaged serosal lesions of the small intestine during the first surgery (with repair) and postoperative ileus were also considered related to the events. Additional information was received on 03-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 20-nov-2015. Gender of the patient was updated from female to male. The age of the patient was added and age group was updated from adult to elderly. The product start date was updated from (B)(6) 2015 to (B)(6) 2015. Event was changed from "enterocutaneous fistula (like wound dehiscence) (enterocutaneous fistula)" to "abscess (abscess)", "fistula (fistula)", and "wound infection (muscle layer) (postoperative wound infection)" (3 separate events were added). Seriousness criteria was updated from inpatient/prolonged hospitalization) to medically significant for all the events. The date of event outcome was updated from (B)(6) 2015. Medical history, reporter's comment, examination findings and laboratory data was added. Clinical course was updated. Text was amended accordingly. Follow up information was received on 22-nov-2015. No new information was received.

Event description:
This unsolicited device case from (B)(6) was received on 19-oct-2015 from a surgeon. This case concerns an adult female patient ((in 50s') who received treatment with seprafilm and developed enterocutaneous fistula (like wound dehiscence). Patient's medical history included haemostasis (relaparotomy) for the postoperative haemorrhage following prosthetic vessel implantation for abdominal aortic aneurysm (aaa). Concomitant device included prosthetic vessel. On an unspecified date in (B)(6) 2015, haemostasis (laparotomy) was performed and 1 sheet of seprafilm was applied under the periumbilical incisional wound (form, route, batch number and expiration date: not provided) for postoperative adhesion. On (B)(6) 2015, patient developed severe enterocutaneous fistula (like wound dehiscence), the onset site seemed to be the application site of seprafilm. It was reported that the bacterial culture was not performed. On (B)(6) 2015, the event resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Diagnosis: enterocutaneous fistula (like wound dehiscence) (enterocutaneous fistula) reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization) reporting surgeon's causality assessment: possible reporting surgeon's comment: other possible causative factors for the event were traumatic small intestinal perforation (intensive adhesion) which occurred 10 years before, and intensive adhesion due to an operation performed 10 years before and noted during aaa surgery. Additional information was received on 03-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 19-oct-2015 from a surgeon. This case concerns a (B)(6) years old male patient who received treatment with seprafilm and developed abscess, fistula and wound infection (muscle layer). Patient's medical history included haemostasis (relaparotomy) for the postoperative haemorrhage following prosthetic vessel implantation for abdominal aortic aneurysm (aaa), acute myocardial infarction with percutaneous coronary intervention in (B)(6) 2010 and the patient was ex-smoker and smoked 4-5 cigarettes/day from the age of 23-(B)(6) years until (B)(6) 2015. There was no history of diabetes mellitus, allergy, anaemia, radiotherapy or surgery. There was no concurrent condition before surgery. The patient's preoperative condition was generally healthy and her nutrition status was good. The patient's preoperative condition was generally healthy. Concomitant device included prosthetic vessel. On (B)(6) 2015, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2015,the patient underwent prosthetic vessel implantation (ygrafting) for abdominal aortic aneurysm, which was an elective surgery. It was reported that 2 sheets of seprafilm were applied directly under the peritoneum (form, route, batch number and expiration date: not provided) (directly under the laparotomy wound) during the operation. As haemorrhage occurred, the patient underwent re-laparotomy within the day, and 1 sheet of seprafilm was applied directly under the peritoneum during this second operation. Seprafilm were not wrapping a suture line of the intestinal anastomosis site. There was infection in the application site(s). The condition of application was favorable. Several damaged serosal lesions of the small intestine were repaired with 4-0 pds thread during the first surgery. No preexisting non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (the amount of fluid used was unknown). No pre-existing non-purulent inflammation or infection was observed in the resection sites. Operative field was clean. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The first layer (peritoneum) was sutured by hand (interrupted suture). Blood transfusion for haemorrhage was performed as follows: 3 packs (p) of red cells concentrate-leukocyte reduced (rcc-lr) during the first surgery; 1 p of rcc-lr, 3 p of fresh frozen plasma (ffp) 2 units (u), and 1 p of platelet concentrates (pc) 10 u during the second surgery. He had postoperative ileus, which improved with conservative therapy. On (B)(6) 2015, 41 days after receiving treatment with seprafilm, redness of abdominal wound developed following abcess, fistula and wound infection (muscle layer). The same day, pus culture of subcutaneous specimen was collected which showed unspecified bacterium. On (B)(6) 2015, purulent discharge from the incision site was noted. White blood cells were 6610/mcl (normal range: not provided), neutrophils were 81 % (normal range: not provided) and c-reactive protein was 8.36 mg/dl (normal range: not provided). As corrective treatment, the patient started treatment with intravenous piperacillin sodium/tazobactam sodium (zosyn) at a dose of 4.5 mg for all the events. It was reported that the patient was considered to have enterocutaneous fistula, and was transferred to the reporting department. Re-laparotomy was performed in the reporting department on the same day. Strong adhesion was observed in the peritoneum immediately below the wound (over the upper abdomen to periumbilical region), and the small intestine was partially lumped together. Fibrous adhesion and a part of small intestine were resected. Seprafilm had been completely absorbed into his body, but was removed with the small intestine adhesion. Adhesion was present only in the seprafilm application sites, and was not observed below the umbilicus and lower abdomen. The same day, fibrous adhesion was sent for pathological examination, which showed foreign-body giant cell(s) and apparent artifact(s). Abscess formation was partially observed, while no apparent bacterial mass was noted. No particular problems occurred during the course after the re-laparotomy. The events remarkably improved after the re-laparotomy. The treatment with piperacillin sodium/tazobactam sodium was completed on (B)(6) 2015. On (B)(6) 2015, the abscess, fistula, and wound infection (muscle layer) resolved, and the patient moved to another hospital on the day. The hospitalization was not prolonged due to the events, but the events required re-hospitalization for treatment (from (B)(6) 2015 to (B)(6) 2015). Outcome: recovered/resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore, genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Abscess (abscess). Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: probable fistula (fistula). Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: probable. Wound infection (muscle layer) (postoperative wound infection). Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: probable. Reporting surgeon's comment: other causative factor for the 3 events included postoperative haemorrhage, undernutrition, postoperative ileus, and adhesion. The damaged serosal lesions of the small intestine during the first surgery (with repair) and postoperative ileus were also considered related to the events. As per the surgeon's comment, hematoxylin and eosin (he) staining of giant cell engulfed the foreign bodies. The fibrous structure of the foreign bodies showed the foreign bodies more clearly. These foreign bodies were not threads (only pds threads were used), and were not bacteria, either. Also,) he staining of seprafilm was done: seprafilm alone was embedded in paraffin, and he staining was performed. It seemed to show fibrous structure. Periodic acid schiff (pas) staining and alcian blue staining of seprafilm was also done: based on the structure of seprafilm, pas and alcian blue stains should have been positive. However, (pas), (alcian blue), and (seprafilm itself) were not stained. This finding was probably due to chemical changes during the course of paraffin embedding and of engulfment. It was reported that the staining showed the resected adhesion structure and a part of small intestine attached to it. The adhesion was almost abnormal. It was difficult to describe, but was unusual based on the reporter's experience. Further reported, the fibrous structure shown on the he staining was the only reason for assuming the foreign bodies to be seprafilm (sf). Additional information was received on 03-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 20-nov-2015. Gender of the patient was updated from female to male. The age of the patient was added and age group was updated from adult to elderly. The product start date was updated from jul-2015 to (B)(6) 2015. Event was changed from "enterocutaneous fistula (like wound dehiscence) (enterocutaneous fistula)" to "abscess (abscess)", "fistula (fistula)", and "wound infection (muscle layer) (postoperative wound infection)" (3 separate events were added). Seriousness criteria was updated from inpatient/prolonged hospitalization) to medically significant for all the events. The date of event outcome was updated from 19-oct-2015 to (B)(6) 2015. Medical history, reporter's comment, examination findings and laboratory data was added. Clinical course was updated. Text was amended accordingly. Follow up information was received on 22-nov-2015. No new information was received. Additional information was received on 03-mar-2017 from the surgeon. Reporting surgeon's comment was added. Laboratory data was added. Text was amended accordingly.